Event description:
(B)(6), I have told you all, for years of my agonizing - chronic pain in my right groin, due to/related to my hernia repair surgery (mesh used/implanted in me). You an denied me; and said how beautiful the scar is - you could barely see the scar; you went on to say "you showed no evidence of my chronic pain, nor pain, nor complication/s." My complications continue to be: chronic pain (throbbing, aching and stabbing); pulling feeling; space/gap feeling; bulging feeling. These pains and feelings ricochet across and throughout my pelvic area, my abdomen area, and my right thigh area and my right hip area, and my right buttock area, and down my inner thigh, through knee, through leg to pin toward foot.